Manufacturer narrative:
The actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Manufacturer narrative:
This is the first of two reports for the same patient involving two products; it is unknown which product contributed to the event. Refer to 2015-108210-01 for the description of the second product. (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
On 09/17/2015, an end-user initially reported experiencing "bilateral chemical burns" on (B)(6) 2015, after using expired product (expired 08/2015). The end-user stated that his eye care provider (ecp) prescribed tobramycin 1 drop every four hours in each eye (ou), and that a follow-up appointment was scheduled for (B)(6) 2015. The end-user stated that he was a new user to the product; he had previously used the last of his bottle of opti-free pure moist mpds the same day, prior to soaking his lenses in the expired clear care that night. A completed adverse event questionnaire was received from the treating ecp on 09/18/2015. The contact lens was one month old at the time of the event, with daily wear noted and a prescribed replacement schedule of every three months. The end-user presented with severe pain/discomfort, severe redness, and watery discharge. No culture, biopsy, or scraping was performed. No anterior chamber reaction was seen, and no ulcer or infiltrates were present. Severe bilateral corneal staining of >50% was noted, with no permanent scarring seen. The clinical diagnosis was clarified by the ecp as "large bilateral corneal abrasions" (versus the end-user's initial report of "chemical burns"). The end-user was fitted with bandage contact lenses ou and was prescribed unspecified antibiotic eye drops to use every three hours (initially identified by the end-user as tobramycin, as above). He was instructed to return for follow-up examination on (B)(6) 2015. On 10/01/2015, the end-user reported via telephone that he was "doing fine" and had discontinued the prescribed eye drops; no further information could be obtained from the patient. On 10/02/2015, additional medical records were received from the treating ecp for the date of service 09/21/2015. The end-user presented for a follow-up to the bilateral corneal abrasions, experiencing intermittent minimal discomfort and soreness in bilateral eyes, which were noted as improving. Physical examination findings showed resolution of the event in the right eye (od), with superficial punctate keratitis in the left eye (os). The ecp noted that the condition of the end-user was improved and stable. A bandage contact lens was applied to the os, with the end-user being instructed to return to the office for removal (date not specified); unspecified antibiotic drops were prescribed. Additional information has been requested from the treating ecp, but not yet received.

Manufacturer narrative:
(B)(4). Investigation including root cause analysis is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
On (B)(6) 2015 medical records were received from the treating eye care provider (ecp) for the dates of service (B)(6) 2015. The findings are summarized below: on (B)(6) 2015, the end-user presented with constant discomfort/soreness in both eyes since the previous day. Physical examination findings were positive for bilateral (ou) epithelial corneal abrasions greater than 4.0 mm in size, as well as hyperemia in the ou conjunctivae and a mucus discharge. The end-user was diagnosed with corneal abrasions ou. Bandage contact lenses were placed on each eye and tobramycin 0.3% was prescribed to use 1 gtt ou q4hours for seven days. On (B)(6) 2015, the end-user presented for follow-up with some improvement in symptoms, right eye better than the left. Physical examination findings were positive for bilateral areas of punctate epithelial keratitis; the previous conjunctival hyperemia had resolved. The ecp did note that the abrasions were caused by the removal of the contact lenses by the urgent care facility, where he was originally diagnosed with a chemical burn. The end-user was diagnosed with superficial punctate keratitis ou and was advised to continue the previously prescribed treatment. The ecp clarified that the end-user's last visit occurred on (B)(6) 2015, as previously reported, with the events not resolved at that visit; the end-user has not returned to the ecp's office for a follow-up examination. No further information regarding this event is expected.